Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 400mg/dl. A manual insulin injection was administered to address bg level, and customer was released from the ER two hours later with no permanent damage. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.